Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the electrocardiogram (ECG) and radiofrequency (rf) head connectors on the printed circuit board were loose.

Event description:
It was reported the programmer will not interrogate pacemakers. The programmer was returned for repair. No patient complications were reported as a result of this event.